Event description:
It was reported that the ilet pump displayed alert 38 during attempts to rewind and replace supplies, and the device would not proceed despite multiple restarts and full charging, consistent with an insulin delivery motor stall malfunction. Symptoms included no adverse clinical effects and no reported blood glucose issues, as the user managed insulin via multiple daily injections during the event. Outcomes included replacement of the device and successful setup of the replacement, including initiation of a new sensor, cartridge, and tubing, with guidance provided for pairing to the mobile application. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.